Manufacturer narrative:
Insulin pump was received with a constant pump error alarm. Insulin pump was unable to perform the displacement test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that there was physical damage on the reservoir compartment. The insulin pump was returned for analysis.